Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator breaker was reset and the connections were re-seated during the svc call. The system was tested and found to be working as intended, and put back into svc.

Event description:
It was reported that the generator breaker on the 2500 system tripped. No pt injury was reported.